Manufacturer narrative:
As of 08/12/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on (B)(6) 2024, the consumer states that she used the bandages and then started itching; the customer said that when she removed the bandage, her skin was swollen. We received a completed consumer information report (cir) from the consumer and pictures on (B)(6) 2024 via email. The consumer states that she used the bandage to cover her incision. She said she used the bandage for two hours and began itching. The itching became worse; she had the shape of the bandage, broken skin, and bleeding. Consumer reached the dr. Over the phone visit due to not being able to go in person on (B)(6) 2024. The consumer was prescribed triamcinolone acetonide 0.1% topical cream.